Event description:
Customer reported unexpected negative results for a sample reported to contain anti-d using capture-r ready screen (crrs) I/ii .

Manufacturer narrative:
The customer's sample was tested on the galileo with crrs I/ii lot x150 and negative results were obtained. The event appears to be releated to the nature of the sample.